Manufacturer narrative:
A different healthcare professional later reported "physical examination did not confirm rupture and mammogram performed resulting in no rupture found". Hence unreporting the previously reported rupture. Clarification b1: only adverse event since rupture has been unreported. Additional, changed, and/or corrected data: a4, b1, b5, b6.

Event description:
Patient reported "rupture". Healthcare professional reported "rupture and capsular contracture baker grade IV". Another healthcare professional later reported "capsular contracture baker grade iii" confirmed via physical examination and "physical examination did not confirm rupture and mammogram performed resulting in no rupture found". Hence unreporting the previously reported rupture. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Event description:
The device has been explanted and replaced. The device was found ruptured upon explant.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (non-penetrating nicks, creases, wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Peer/ supervisor reviewer.

Event description:
Patient reported "rupture". Healthcare professional reported "rupture and capsular contracture baker grade IV". Healthcare professional later reported "capsular contracture baker grade IV" confirmed via physical examination and "physical examination did not confirm rupture and mammogram performed resulting in no rupture found". Later the healthcare professional reported "rupture". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Patient reported "rupture". Healthcare professional reported "rupture and capsular contracture baker grade IV". This record is for the left side. Device remains implanted.